Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full-height auxiliary drawer 5 was not detected as closed due to the latch sensor light on the controller board being off. A field service engineer inspected the latch component, confirming that the magnet remained intact on insep. However, the latch sensor was found to be loose. The engineer reconnected all controller board connections and secured the latch sensor to resolve the issue. Additionally, while doing visual inspection, all bus wire connections were reseated and electrical tape applied around bus wire receptacles to prevent cut marks. A field service engineer also confirmed that there was a delay in dispensing medication to the patient. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer jammed and was unable to recover. The customer stated that they tried to recover the failed storage space on two occasions without success, and they had also rebooted the station twice, but the drawer remained jammed. There were no adverse events or injuries reported based on this event.